Event description:
The doctor reported that during surgery, the tip of the illuminator probe melted, burnt, and gave off smoke. The same problem occurred with three more fibers. The surgery was completed. The current status of the patient is not known. Additional information has been requested multiple times, with no response to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.